Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed out infusion set, but occlusion recurred. Customer declined system check with tandem system support and clss, so root cause could not be determined. Customer's blood glucose was 119 mg/dl. Customer reverted to manual insulin therapy.